Event description:
It was reported by the surgeon that the drain was not draining. The defective drain was discovered in the operating room before the pt woke up but after the incision was closed. The incision had to be re-prepped and draped and the incision opened and the drain replaced.

Manufacturer narrative:
The sample was rec'd in two parts. Visual inspection did not note any obvious defects. Suction tests were conducted to test the drain, and it was confirmed that the drain was not draining. The drain was dissected by cutting the section of the junction of the clear tubing with the round channel drain tubing and it was noticed that the four channels of the drain were clogged with adhesive. The labeling and instructions of use states in the warnings: "an effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir system to function properly. Verify that the system is functioning properly. If the system is not maintained properly, surgical complications, including hematomas, may result." (B)(4).